Manufacturer narrative:
Approximate age of device (age of device: 2 years). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient pinched the driveline while trying to get out of bed early this morning. The device history showed speed drops down to 0 rpm along with corresponding low flow alarms. Log file analysis showed a pump stoppage event on (B)(6) 2018 at 04:28. Additional information has been requested but not received.